Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by the ambulance to the emergency room and was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for an unknown duration. The patient¿s blood glucose levels were controlled by the healthcare provider, though details of the treatment were not disclosed. The patient was discharged on (B)(6) 2026. The pod was removed prior to the hospitalization and was discarded. Follow up attempts to the reporter have been made and were successful however, the patient does not recall much information from the event and therefore, information is limited.